Manufacturer narrative:
The catheter was not returned for evaluation, and the report stated that the distributor did not expect to get any additional information from the user facility. The lot number of the complaint device was not provided. It was narrowed down to two possible lot numbers and the device history records of both were reviewed. There were no issues found with either of the dhrs. A comparative catheter that has the same balloon diameter and labeled rbp was pulled and tested for balloon compliance/rbp. The balloon was immersed in a body temperature water bath and the outer balloon inflated in 1 atm increments until failure. The balloon ruptured at 11 atm, which is well above the labeled rbp of 5atm for this balloon diameter. According to the initial report received from the user facility / distributor, this catheter was being used to place a covered cp stent in an unapproved location, which is an off label use. This bib was placing a covered cp stent in a lvad outflow cannula.

Event description:
As per the report from the hospital/bis - "the bib broke. Physician was doing a procedure with a covered cp stent 614309. The balloon burst, however they got it out of the patient and the procedure went well. The outer balloon burst. The physician was doing lvad outflow cannula stenting. An inflation device with pressure gauge was used. A second bib was used to complete the procedure."